Event description:
The following information was provided: it was reported by patient's counsel that the patient underwent right hip surgery on (B)(6) 2021 and was implanted with lfit v40 femoral head and was subsequently revised on (B)(6) 2025 due to alleged head disassociation.